Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the unit failed the water leak test due to a cut in the video cable. For the cut in the video cable, the most probable cause is attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service technician identified that the unit failed the water leak test due to a cut in the video cable. There was no patient involvement.